Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had previously presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited failure to capture and noise oversensing. The patient presented in clinic and high impedance was noted on the lead. Programming changes were made to address the failure to capture. The patient was stable and would be continued to be monitored.